Manufacturer narrative:
Drager is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that during surgery a "system error" message appeared on the device. The user was unable to restart it. There was no patient injury reported. (B)(4).